Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and a software investigation was completed. On-site, it was found the system will not boot. Reloaded software and user manual, and the issue was resolved. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to acquire 2d images and the mobile view station (mvs) monitor was black. The user attempted to shut the system down, but it remained with the message "system shutting down" displayed on the pendant for 15-20 minutes. At this time, the surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed successfully with the use of a c-arm after a delay of approximately 40 minutes. The patient was not impacted.